Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #. D1 - brand name. - previous brand name: servo-air. - corrected brand name: base unit, servo-air. D4 - version or model # . - previous version or model #: servo-air. - corrected version or model #: 6882000.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, the turbine has been pointed as source of the issue and was replaced. The issue has been resolved and the device was delivered to the user in working condition. The turbine module generates compressed air and delivers air to the inspiratory gas. The cause of the reported turbine issue has been determined. Further investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The coil segments outer diameter relaxes over time after forming, but coils used during the summer of 2020 were assembled within a few days after production and had little time to relax. This lead to a larger gap when mounted together and a lower adhesion force, and further to slight back-and-forth movements of the coil segment during use with broken wires as a result. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new servo-air devices and as spare part. The turbine involved in this complaint was manufactured before the improved turbine was implemented. Unfortunately, the claimed part has not been available for the further analyze of the issue. The most likely root cause is related to assembly on manufacturing level at the supplier.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, the turbine has been pointed as source of the issue and was replaced. The issue has been resolved and the device was delivered to the user in working condition. The turbine module generates compressed air and delivers air to the inspiratory gas. The cause of the reported turbine issue has been determined. Further investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The coil segments outer diameter relaxes over time after forming, but coils used during the summer of 2020 were assembled within a few days after production and had little time to relax. This lead to a larger gap when mounted together and a lower adhesion force, and further to slight back-and-forth movements of the coil segment during use with broken wires as a result. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new servo-air devices and as spare part. The turbine involved in this complaint was manufactured before the improved turbine was implemented. Unfortunately, the claimed part has not been available for the further analyze of the issue. The most likely root cause is related to assembly on manufacturing level at the supplier.

Event description:
It was reported that the ventilator generated a technical error code indicating turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).